Event description:
The site reported the balloon ruptured. It was also noted the guidewire stuck to the balloon. It was also noted the balloon had poor navigability. After "de-inflating", the balloon ruptured. The physician also had difficulty removing the guidewire from inside the balloon. Regarding the balloon pressures, the physician "respected the values." No sections of the balloon remained in the patient. The patient did not require any additional procedures. There was no patient harm.

Manufacturer narrative:
H3: to date, the device had not been returned. If returned, a supplemental MDR will be submitted for analysis results.